Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was found down by their spouse. Review of the submitted log files captured the pump operating as intended. No notable events or alarms regarding an issue with the pump were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found down by their spouse. Log files were sent for review, and they captured on (B)(6) 2025, a few low power advisories and power cable disconnects related to power changeovers. Otherwise, the log files captured routine events, there were no adverse alarm conditions or parameter changes.